Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in connecting the first air hose, it exploded a little time after the use. The customer used another air hose and it exploded away when it connected to the wall link. This was right after the costumer used a battery power tool for the surgery. The repair service of the hospital checked the wall link and apparently there was no problem. Since then, the customer had connected other synthes air hoses and there was no problem. Consequences: pieces of green plastic were in the operative field and the sound of the explosion was high for tympanum. This complaint is on the double air hose. This is 2 of 3 reports for complaint (B)(4).